Event description:
It was reported that there was dislodgment on the atrial lead. The patient was admitted to the hospital with intermittent capture. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.